Event description:
It was reported that deflation failure, removal difficulties, and stent foreshortening occurred. The 90% stenosed target lesion was located in the distal and proximal right coronary artery. A 3.5 x 38 mm synergy ii drug-eluting stent was deployed for treatment. The stent balloon was inflated at 18 atmospheres for 20 seconds. However, it was observed that the balloon became stuck and was not able to deflate fully. Subsequently, the balloon was deflated by the indeflator. During the removal, the deflated balloon was pulled on the stent and it caused foreshortening. An additional 3.5x12mm synergy stent was implanted. The procedure was completed without any other issues and the patient was stable throughout the case. No patient complications were reported.